Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn:(B)(4)) did not power on. When the autopulse platform system was tested with a good known battery, the platform displayed "system error, out of service, revert to manual CPR." No patient involvement.